Event description:
The pt reportedly had an infection at the implant site. It was identified as p. Aeruginosa. The pt reportedly underwent flap revision surgery. The infection is being treated with antibiotics (type unk). The device remains implanted.